Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The probe was cracked at 20 mm from the distal end. There were spark marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad at the proximal end was worn. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there was a possibility that the probe damage error occurred since the probe was cracked. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact with each other since the ptfe pad at the proximal end was worn, consequently the spark was caused, and besides the probe was damaged. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a laparoscopic procedure of rectum. After about ten minutes use, the probe damage error occurred. The procedure was completed with a similar device. There was no patient harm reported. No further information was reported. Olympus medical systems corp. (Omsc) received the device. And as a result of omsc's investigation, it was found that the coating of the jaw was partially come off on (B)(6) 2016.